Event description:
Baxter france reported a transfer set complaint of "detachment of a micro piece of plastic from the included clamp; as a result, the miniset is no longer water tight." This was noted during pt use with no injury or medical intervention eported by the international complaint coordinator.